Manufacturer narrative:
Customer returned pump for an alleged exposure to moisture (smell of insulin), possible over delivery anomaly, auto mode anomaly, bolus/basal anomaly, ambulance/ems dispatched and was hospitalized for low bgs found on (B)(6) 2023 (to (B)(6) 2023). The customer's note reflected multiple hospitalizations for low bgs found on (B)(6) 2023 to (B)(6) 2023, (B)(6) 2023 to (B)(6) 2023 and (B)(6) 2023 to (B)(6) 2023. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged possible over/under delivery anomaly and high/low bgs found on 07-mar-2023. On (B)(4), svn#: (B)(6) - customer returned pump for an alleged possible under delivery anomaly and high bgs found on 18-sep-2022. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08740 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 13-feb-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 13-feb-2023 listed on smartsolve. Dailytotalofallinsulindelivered: 97000 (9.7 u), dailytotalofbasalinsulindelivered: 32250 (3.225 u), dailytotalofbolusinsulindelivered: 64750 (6.475 u). In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Dailytotalofallinsulindelivered: 176000 (17.6 u), dailytotalofbasalinsulindelivered: 28750 (2.875 u), dailytotalofbolusinsulindelivered: 147250 (14.725 u). In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Dailytotalofallinsulindelivered: 88000 (8.8 u), dailytotalofbasalinsulindelivered: 16750 (1.675 u), dailytotalofbolusinsulindelivered: 71250 (7.125 u). In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends and no bolus delivery recorded. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Dailytotalofallinsulindelivered: 0 (0 u), dailytotalofbasalinsulindelivered: 0 (0 u), dailytotalofbolusinsulindelivered: 0 (0 u). Please see below for the date range listed in the formatted history file. The formatted history file lists data from 01/06/2023 to 03/10/2023. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event dates of 18-sep-2022 and 14-mar-2023. There was no data available to verify unexpected pump errors/alarms noted 1 week prior to the event dates 18-sep-2022 and (B)(6) 2023 in the formatted history file.  Please see below for pump errors/alarms noted 1 week prior to the event date 13-feb-2023, (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023 in the formatted history file. No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: 02/07/2023 07:31:56.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 02/07/2023 07:35:09.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. Lostsensor1alert (780) was recorded and found in the formatted history file on: 02/07/2023 01:29:00.000, 02/07/2023 01:39:00.000, 02/07/2023 20:04:00.000, 02/08/2023 00:04:00.000, 02/08/2023 04:09:00.000, 02/08/2023 04:19:00.000, 02/10/2023 23:44:00.000, 02/11/2023 10:42:00.000, 02/11/2023 10:52:00.000, 02/11/2023 15:37:00.000, 02/11/2023 15:47:00.000, 02/12/2023 06:17:00.000, 03/03/2023 03:41:00.000, 03/03/2023 03:51:00.000, 03/04/2023 12:05:00.000, 03/05/2023 14:28:00.000, 03/06/2023 01:43:00.000, 03/08/2023 16:44:00.000. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. The pump was programmed with basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. The pump sensor feature and the auto mode connection are working properly. No sensor related errors or anomalies were noted. No auto mode anomaly, history anomaly, delivery anomaly, bolus anomaly or basal anomaly noted during testing. No under delivery anomaly or over delivery anomaly noted during testing. Insert battery alarm was recorded and found in the formatted history file on: 02/09/2023 11:27:23.000, 02/15/2023 23:18:50.000, 03/01/2023 19:04:09.000, 03/07/2023 14:32:27.000. Low battery alert was recorded and found in the formatted history file on: 02/09/2023 11:23:00.000, 02/15/2023 23:18:00.000, 03/01/2023 16:42:00.000, 03/07/2023 14:31:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 07-mar-2023 at 11:29:58 pm. There was no power data available for the dates of 09-feb-2023, 15-feb-2023 and 07-mar-2023. Unable to check power data for low battery alert. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Per r&d engineer, (regarding the customer requests to know how much insulin was in the reservoir after the set change she wants to know how much insulin the patient received at the time of the event date.), see attached file. Unable to verify customer alleged for high bgs/low bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible over/under delivery anomaly, auto mode anomaly and bolus/basal anomaly were not confirmed. Pump exposed to moisture (smell of insulin) was not confirmed. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed, suspected n the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia. The customer also reported the pump delivering a higher rate of autocorrects and basal rates, with rising glucose levels. . The customer was admitted to the hospital and provided emergency treatment. Troubleshooting was not performed it was not known whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours. No further patient complications were reported. No harm requiring medical intervention was reported. The customer will discontinue using the pump and the pump will be returned for analysis.